Manufacturer narrative:
(B)(4). Event evaluation: a review of the complaint history, instructions for use (IFU), quality control (qc) and an evaluation of device images was conducted for the purpose of this investigation. The complaint device was not returned for investigation. The customer did provide images of the wounds reported in this complaint. Qc specifications are in place to confirm suture anchor is correctly loaded in needle, confirm suture is securely clamped between vent plug and needle hub, and confirm the suture is not damaged. Suture between retention mechanism and anchor should be free of knots and should not be frayed. Frayed suture proximal of the suture retention mechanism is acceptable. The device is shipped with IFU, which states, "while maintaining slight tension on the trailing suture, introduce the distal spring coil of the wire guide into the needle and use it to push the anchor out of the needle into the stomach cavity. Maintain slight tension on the suture during anchor introduction. Remove the introducer needle over the wire guide. With the wire guide still in position, apply traction to the suture to pull the anterior wall of the stomach against the abdominal wall." In addition, the IFU states, "while compressing the red plunger against the external gastropexy bolster, slide the external gastropexy bolster down the suture to achieve desired tension. Bolster position may be adjusted to relieve or increase tension as needed, as long as the red plunger is compressed against the bolster." The IFU also states, "note: the sutures may be left in place for two weeks while tract formation occurs, or they may be cut after gastrostomy catheter placement." Finally, in step 12, the IFU states "note: use of a single point gastropexy anchor is not recommended." Based on the information provided by the customer the specific root cause of this complaint cannot be determined. Previous measures have been taken in response to correct this concern.

Event description:
After placing the anchor in the child, during stay at the ward, the anchors started to create wounds on the skin. According to the user, it was not placed too tight, it was possible to lift the anchors and clean. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
After placing the anchor in the child, during stay at the ward, the anchors started to create wounds on the skin. According to the user, it was not placed too tight, it was possible to lift the anchors and clean. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.